Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, perforation of the right ventricle was noted on a chest x-ray. With the assistance of a cardiac surgeon, the right ventricular lead was eventually implanted. From follow-up, it was determined that there was no malfunction with the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.